Manufacturer narrative:
(B)(4). Device broke intra-operatively and was not fully implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown surgery a cortex screw fell down and generated fragments, however surgeon was able to retrieve the fragments. Surgery was completed successfully with no patient harm and no surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: the investigation has shown that a part of the screw thread is sheared off as complained; the sheared off part was also returned. The screw in question presents heavy wear marks on the thread of the screw shaft. Since the exact lot number of cortex screw is not available the present complaint cannot be fully analyzed and no definitive root cause was able to be determined. However, this complaint condition is most likely a result of the screw not being positioned appropriately so that the thread got damaged during the screw insertion. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy. No product related issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: part number provided 400.040.04c is for a four pack of screws. Per the description and returned product, only 1 screw in the pack broke. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.